Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad partially detached but with evidence of the tissue pad material in the groove section of the clamp arm. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device's tissue pad came off and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.